Manufacturer narrative:
(B)(4). Additional information: based on received information, the observed symptoms were most likely caused by a too tight headband, which subsided afterwards. The reason for the reoccurrence of the pain several weeks later remains unknown. No further problems are remaining. The device remains implanted and in use.

Event description:
The patient had an temporal bone MRI performed on (B)(6) 2015 to view the internal auditory canal. He experienced extreme heat and pain during the procedure. Following the MRI, he continued to have pain to the ci site which self-resolved after several days. Spontaneously, 26 days post MRI, he is complaining of the same pain at the ci site. During the MRI the patient reported that he felt the unit getting fairly warm. The patient almost had asked to stop the MRI but then the MRI was finished. All procedures were followed, like wrapping up the patient's head. The patient plans to consult his physician due to discomfort with the magnet site. The patient had been using magnet strength 2 for the whole year. At the doctor's request the magnet was changed to strength 1 due to sensitivity. Reportedly the patient is using the device without any issue.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had a temporal bone MRI performed on (B)(6) 2015, and that he experienced extreme heat and pain during the procedure. Following the MRI, he continued to have pain at the implant site, which self-resolved after several days. Spontaneously, 26 days after the MRI, the patient complained of the same pain at the implant site.